Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a cassette reservoir that leaked while in use with patient. There was patient involvement and unknown patient harm/adverse event reported.

Manufacturer narrative:
H3: device was not returned for root cause analysis. Complaint for the failure mode "a0282 - leaking" could not be confirmed by investigation as no samples nor pictures was provided by the customer. Without the return of the samples a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined for failure mode leaking. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.